Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator change-out procedure on (B)(6) 2017. During the procedure, the right ventricular lead was capped and replaced. It was noted that the lead exhibited noise oversensing. The patient was stable before, during and after the procedure.